Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported a loss of communication between the insulin pump and the transmitter. It was reported that the customer lost the transmitter and found it later. Troubleshooting was not performed because the patient was not present at the time of the call. No harm requiring medical intervention was reported. The customer will continue the use of the device and the transmitter will not be returned for analysis.